Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer tried different charging supplies without success, was instructed to allow pump battery to fully deplete and to rely on multiple daily injections if battery depleted before replacement pump arrived, a